Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure on (B)(6), 2022. During preparation, the shrink sleeve detached. The procedure was completed with a non-boston scientific wire. There were no patient complications reported as a result of this event.